Manufacturer narrative:
The manufacturer previously reported receiving information alleging a death occurred while the trilogy evo was in use. There was no allegation made against the device. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. In addition of the above evaluation, air inlet foam filter and particle filter were replaced as regulated by maintenance procedure to prevent failure. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly and software version upgraded from 1.06.05.00 to 1.06.10.00, which was not related to the malfunction/issue.

Event description:
The manufacturer received information alleging a death occurred while the trilogy evo was in use. There was no allegation made against the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to the manufacturer.